Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# v, implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that there were coupling and or communication issues. Reviewed patient activity level during recharging and how this can impact coupling. The patient stated that they sat for 6 hours and only be charged 1/4 full. The patient noted that by the next day at ¿the end of the day¿ because the patient had used it, it was empty. The patient also stated they could reposition the antenna and get all 8 coupling bars but when they were up and walking ¿with it, it slid out of place.¿ the patient noted that if they repositioned it they could get it ¿all the way across black.¿ the patient again noted that ¿any movement¿ and ¿it slid out of place no matter how much you tighten up that belt.¿ the patient stated their skin was too sensitive for adhesive discs and broke out from the adhesive. It was also noted that ace bandages did not work. The patient noted that they ¿roll up and fly too.¿ the patient stated they would not sit for 6-8 hours to charge the implantable neurostimulator (ins). It was reviewed coupling and that patients did ha ve to site for a lengthy time to recharge and the patient replied "that's was all fine and dandy if all you did is sit around." The patient noted that it was ¿ridiculous to think someone was going to sit for eight solid hours waiting for this to be recharged.¿ the patient noted that they had it charged ¿like every two or three days.¿ the patient noted that it had not been completely full and ¿could not remember when.¿ the patient noted that they worked all day and did not wear it to work. It was noted that the patient was on their feet. The patient noted that when they got home they would not sit to recharge. It was noted that ¿even at the of the eight hours, [the patient] was still not getting fully charged.¿ the patient noted that it ¿wore outby the time that ¿ even if they had it turned off.¿ the patient noted that ¿if they got a two days without a charge [the patient] meant without having to turn it on, when [the patient] try to turn it on it was empty.¿ the patient was referring to the implant. The patient noted that it used to work better and they could get a full charge at four hours and it was ¿not doing that now.¿ the patient noted that it was getting to be a chore. The patient wondered if there was anything new to recharge the battery that was implanted. The patient stated that the ¿big, old charger did not work very well anymore.¿ the patient asked if there was something wrong with the recharger itself. Additional information received 13 months later reported that the patient experienced a loss of therapeutic effect. It was noted that the patient was "in extra pain," tried to turn stimulation on and recharge her implantable neurostimulator (ins) but could not. The patient reportedly normally used stimulation therapy "a couple times a week." The patient reportedly "called in a couple of months ago" regarding her ins not holding a charge and having to charge every day. The patient noted that she had her stimulator to help with back pain and "bouts of nerve damage" pain in her left leg. It was noted that the patient started having new muscle pain in her left hip just below the ins starting "maybe 3 days ago, maybe last week." It was further reported that as of (B)(6) 2014 the patient still had concerns with the device or therapy but was working with the doctor or manufacturer representative. Additional information was requested but was not available at the date of this report.